Event description:
It was reported that a user initiated the fill tubing process while still connected to the infusion set and device, with a reported blood glucose of 256 mg/dl, and was educated to monitor glucose with a fingerstick and to disconnect the pump before filling tubing; the user had taken a shower and believed fill tubing was required to reconnect, and was educated that this step is not required when reconnecting. Symptoms included hyperglycemia. Outcomes included troubleshooting and education without alerts or alarms. Investigation included customer counseling on correct fill tubing procedure and safe reconnection practices. Investigation of this case revealed user handling and use error related to performing a fill while connected and unnecessary fill after showering, with the infusion set and cartridge implicated only through user technique rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of the device outside of instructions for use.